Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 686 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Patient began to throw up so they called the doctor who told them to do 13 units of insulin manually and to go to the hospital. Patient was taken to the emergency room where they were treated with a bolus of 1000 ml sodium chloride and 2 additional boluses to get the bg levels down and she created large ketones and before leaving the hospital they dosed the patient with an additional 5.9 units.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run.the lot number, manufacture date, seq number and UDI have been updated. Product type - 19191 lot number - l71016 manufacture date - 3/25/2020 UDI - (B)(4). Ex date - 9/25/2021.